Manufacturer narrative:
It was reported that the patient's second metatarsal fractured during a bunion procedure on (B)(6) 2022. Additional information indicates an alternative instrument was used to successfully complete the case with no other patient outcomes. No devices were returned for evaluation. Device specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible positioners utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, based on feedback from the surgeon, the fracture is likely a result of operator technique as the positioner was too tight and placed too distal. No deficiency or failure has been alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that the patient's second metatarsal was fractured during a bunion procedure on (B)(6) 2022. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.